Manufacturer narrative:
(B)(4). This report is for a connection issue, where the home patient (hp) did not tighten the connections prior to starting the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) stated that the heater line had a loose connection. This occurred during therapy, while the hp was connected. However, there was no air in the line or leaks found. It was reported that the hp forgot to tighten the connections well prior to starting the therapy. The technical service representative (tsr) assisted the hp with ending the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.